Event description:
It was reported that the patient has high lead impedance of 10,000 ohms with a 0ma output current. This was first observed on approximately (B)(6) 2013. The patient's pulse width was decreased to 250 microseconds and the output current was set to 1.25ma; however, it showed as 0.25ma on system diagnostics. X-rays show no lead fracture or discontinuity (the x-rays were not reviewed by the manufacturer). There is no history or trauma and the site looked fine. The device was disabled (programmed to 0ma on (B)(6) 2013. The plan was to turn the device off to see if there is any loss of seizure control. If there is, a replacement would be planned. The last available settings from the patient's programming history are from (B)(6) 2012: 1.75ma/30hz/500microsec/21secon/0.8minoff (36% duty cycle). The impedance value was within normal ranges until (B)(6) 2012. Battery status indicated ifi= yes since march 15, 2012. Based on last settings available the expected time from ifi to neos is more than 0.2 years. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Nonconformances were observed on generator, but corrected prior to distribution. No other information has been provided.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a serious injury or death.

Event description:
It was reported that the patient underwent generator replacement due to end of service and the generator would be returned for analysis. The generator was received for analysis on (B)(4) 2014. Analysis is underway, but has not been completed to date. Further follow-up revealed that high impedance was obtained again with the new generator and lead revision is being considered. The patient's parents want to lead the generator off at this time. No surgical intervention has been performed to date.

Event description:
The generator analysis was completed on (B)(4) 2014. A review of the internal memory locations within the generator suggests the existence of an error in calculating the device's total consumed energy. This error results in an incorrect device longevity estimate which has been previous investigated by the manufacturer. The generator malfunction will be reported in a quarterly rae report. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Further follow-up revealed that the patient was seen on (B)(6) 2013 at which time all diagnostics were within normal limits and the lead impedance was ok. It was reported that the patient's parents were hesitant for the patient to undergo lead revision. It was reported that since the diagnostics were within normal limits this time and that x-rays did not identify any lead discontinuities, that the patient will be seen again in three months to repeat device diagnostics.